Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a femoral angiogram procedure the device separated from the hub. When the provider twisted the syringe onto the hub of the micropuncture sheath, it detached from the sheath and left the shaft inside the vessel. The patient had to be taken to vascular surgery for sheath removal.

Manufacturer narrative:
The suspect device was returned for evaluation. The body of the dilator had disconnected from the hub. The likely root cause of the failure can be attributed to human error. Likely, the device experienced excessive torsional force during use which caused the body of the dilator to separate from the hub. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.